Event description:
It was reported by the patient that the device was going off and it was checked and turned off while on travel. It was also reported that upon return, the device was going off again and is believed to be due to a malfunction and that one of the leads is fractured. It was further reported that the right atrium (ra) lead had low impedance and increasing threshold, and the left ventricular (lv) lead had high threshold. Therefore, the ra and lv leads were capped and replaced with a new leads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.